Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, the physician had trouble advancing delivery sheath and dilator. The physician took the system out in order to switch wires to pass through the area of resistance. When the sheath and dilator were take out from access site, the physician pointed out that the dilator tip was split. The delivery sheath and dilator were immediately replaced with a new system. The patient was reported stable.